Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images. Two of the locking screw heads are visibly sheared off on the (B)(6) 2021 radiograph. It is possible that without the secondary support of the cast atraumatic dorsal flexion of the wrist resulted in the third superior screw pulling out of the fragments it was attached to. With the two most superior screws broken from time of implantation it would not take much force to lever the third screw out of the bone without deforming the plate shaft. The position of the third screw and the fracture geometry into which it was inserted (poor purchase) would further decrease construct stability. Given the above analysis, the overall complaint condition is confirmed. The plate has migrated from the position it was implanted in, likely due to failure of two of the locking screws mentioned. However, per this analysis it does not appear that the plate has been bent, so that condition cannot be confirmed. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Health effect ¿ clinical code (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the ldrs screw head was broken & the plate was bend after 6 weeks of surgery of distal radius. This report is for one (1) 2.4mm ti lcp distal radius t-plate 3h head/4h shaft. This is report 1 of 8 for complaint (B)(4).